Manufacturer narrative:
Initial reporter state - (B)(6).

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx laa closure device was implanted. At the 45-day follow up a device-related thrombus (drt) was layered on the surface of the watchman device via transesophageal echocardiography (tee). The thrombus appeared to be a coating tissue as it was uniform, but ultimately deemed a drt due to a bulging portion under the ridge. It was reported that the patient experienced no adverse symptoms. The medication regiment was adjusted and the patient was monitored. No additional information is known at this time.